Event description:
A report was received via social media that the patient was experiencing overstimulation from the spinal cord stimulator (scs). The patient underwent an explant procedure. No further information could be obtained.